Event description:
Pt was presented with cardiac tamponade and a large efusion. Physician went in with a wire guide, manipulating several times to assure placement in pericardial space. Upon advancement of the catheter, difficulty was encountered and the catheter withdrawn. The catheter began separating upon withdrawal. Some fragments remained in the chest wall. The pt was taken to surgery where the fragments were removed. Co can advise this catheter was purchased in 1992 and was labeled with a three year expiration date.